Event description:
A customer reported that the screen went dark and could not be turned back on. There was no reported impact to the customer¿s blood glucose level. The customer declined assistance from technical support, and no additional information was received regarding the outcome of the event.